Event description:
Emergency medical technician's responded to a person described as in cardiac arrest. The device was connected to the pt in automated external defibrillator. Mode with disposable defibrillation electrodes and the analyze button pressed. The device advised a shock and a shock was delivered. Subsequent analysis did not advise a shock. The pt was transported to the hosp was not resuscitated. The rptr questioned whether the device appropriately advised a shock to what was described as an ideoventricular rhythm. The rptr indicated the reported malfunction most likely did not cause or contribute to the death of the pt because of the pt's lack of viability.